Manufacturer narrative:
The device was evaluated by ventec where the reported issue of no ventilation output was confirmed. Ventec performed an internal inspection and observed that the blower connector located on the control board was broken/damaged resulting in no blower output. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the blower connector on the control board was broken/damaged.

Event description:
It was reported that the device needed maintenance. Upon evaluation of the device, ventec observed that it had no ventilation output. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: it was later confirmed by the initial reporter that there had been patient use associated with the reported event. Based on this new information, section b3 date of event has been updated from 05/24/2023 to 04/22/2023. The reporter advised that during the reported event, that the device alarmed which alerted the mother of the patient. The mother then placed the patient on her other ventilator for support. The reporter further indicated that there was no patient harm as a result of the reported issue. Section h6, health effect impact code has been updated accordingly. (Please note: section a4, patient weight, is actually 17.4 kg but decimals would not be accepted in the esub form).